Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating it was unknown what led to the issues. They changed the settings to uninvolved contacts and symptoms were well controlled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient commented to the rep that they had a rebound of tremors due to an open circuit. They went up the table at a parkinson¿s event on june 22nd and shared the information with the rep. The rep was then able to speak with the patient¿s programming nurse whom stated that the patient did have an open circuit, but that contact was not affecting their therapy. They stated the symptoms were well controlled, but that the patient had functional overlay/anxiety which could cause them to have a secondary tremor. They explained it had nothing to do with the dbs system. The issue was not resolved, but no interventions would take place as the patient¿s symptoms were being well controlled. There were no further complications reported.